Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00703 for a description of the other device. It was reported to boston scientific corporation that a nasobiliary catheter device was used during a endoscopic sphincterotomy lithotomy (est) procedure. According to the complainant, the nasobiliary catheter device was being prepared for biliary drainage. After unpacking, the product was found with traces of a fracture. The drainage tube front-side hole diameter was larger than normal. The physician was worried that device would break, due to the weak connection. Another nasobiliary catheter device was opened and found with same problem. The physician used another product to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00703 for a description of the other device. It was reported to boston scientific corporation that a nasobiliary catheter device was used during a endoscopic sphincterotomy lithotomy (est) procedure. According to the complainant, the nasobiliary catheter device was being prepared for biliary drainage. After unpacking, the product was found with traces of a fracture. The drainage tube front-side hole diameter was larger than normal. The physician was worried that device would break, due to the weak connection. Another nasobiliary catheter device was opened and found with same problem. The physician used another product to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual evaluation found no deformation to the device. The device was found to have seven sideport holes and one slot. These are part of the product design and all are within the manufacturing specifications. The device was not found to be fractured in any manner. It appears that the customer is concerned with the size of the slot that is proximal to the sideport holes near the distal pigtail curl. The slot was found to be within the manufacturing specifications. Therefore, the reported complaint was not confirmed. Although it was initially reported, the device side hole appeared larger than normal with a slight fracture, based on the investigation results of no problem found, this event has been deemed a non-reportable event. (B)(4).